Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine (15 mg/ml at 2.715 mg/day) via an implantable infusion pump. The indication for use was spinal pain. It was reported that the patient's pump stopped working on (B)(6) 2018. It was noted that the patient went through withdrawals and was in more pain. The caller stated that a healthcare provider (hcp) came and checked the pump today and found that there was 2.2ml more of morphine that there should have been in the pump. It was noted that the night before the patient had used an induction stove. The hcp directed the patient to find a list of hcp's who can perform dye studies; a list was sent to the patient. No further complications have been reported as a result of this event.